Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of high intraocular pressure and fibrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported during a needling procedure to the right eye the primary xen®45 gts was damaged in the process and a second one was placed. The affected device remains in the eye.